Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (component codes).

Event description:
N/a.

Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) gas loss alarm during use. The nurses had changed out the pump, however, the second pump continued to alarm gas loss also. Customer disconnecting the helium tubing to resolve the gas loss alarm. Fse asked to performs proper troubleshooting: verify the helium tubing had no blood or discoloration. The pump resumed without issue. While discussing the nature of this alarm and different clinical possibilities, the pump alarmed gas loss again. There was no patient harm or injury.

Manufacturer narrative:
Due to character limit in e1 postal code is (B)(4). A call from emergency support program that the cardiosave intra-aortic balloon pump (iabp) gas loss alarm. The nurses had changed out the pump, however, the second pump continued to alarm gas loss also. Customer disconnecting the helium tubing to resolve the gas loss alarm. Fse asked to performs proper troubleshooting: verify the helium tubing had no blood or discoloration. The pump resumed without issue. While discussing the nature of this alarm and different clinical possibilities, the pump alarmed gas loss again. Fse asked to customer to check for blood or discoloration in the helium tubing, turn down the augmentation by 2 levels to 8 out of 10 bars, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump again started without issue. There was no obvious clinical explanation for the alarm at that time. Fse explained if the pump continued to alarm gas loss then there was most likely an issue with the balloon. Advised to go ahead and speak with the attending physician about issue.